Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 ventilator went to vent inoperative with an error message of data acquisition pcba adc failed. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) was dispatched to the site on august 3, 2016. Resolution and disposition: fse replaced the data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Fse indicated that the unit cycles normally and no alarms were activated. Pre-operation check passed. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported that the v60 ventilator went to vent inoperative with an error message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported there was no patient involvement.